Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during pulse generator changeout, the left ventricular lead exhibited extracardiac stimulation. The lead was capped and the patient was discharged as normal procedure.